Event description:
It was reported, the patient lost stimulation approximately one year ago. Furthermore, the patient attempted to recharged the scs system approximately 4-6 months ago to no avail due to the ipg being unable to communicate with the charger or patient programmer. Subsequently, the patient requested an ipg replacement. Surgical intervention was undertaken on (B)(6) 2015 and during that time the ipg was explanted and replaced with a different model. Effective therapy was achieved postoperatively.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.